Manufacturer narrative:
As reported, retrieval difficulty of the optease filter was experienced following a two week dwell time. The patient also experienced reoccurrence of a pulmonary embolism (pe) after placement of the filter. The optease filter was placed in the target lesion after the patient had a pulmonary embolism (pe) on (B)(6) 2016. The patient was treated by thrombolysis with tissue plasminogen activator (tpa) and direct oral anticoagulant (doac) continuous dosing. After 2 weeks, the user attempted to remove the optease filter, but it failed and the optease had to remain placed eternally. At the beginning of november, pe reoccurred. The patient was treated by thrombolysis with tpa and the doac. A thrombus was not confirmed on the leg on the CT, and a thrombus was confirmed at the optease upper part. A blood test was performed for the anticoagulant therapy before placing the optease. As a result, no abnormality was confirmed. Follow up is ongoing at another facility. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Recurrent pulmonary embolism and thrombosis in the device were also reported but could not be confirmed. The optease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the filter does not represent a device malfunction. Additionally, recurrent pe is noted to be a potential complication in the instructions for use. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the optease filter was placed in the target lesion after the patient was having a pulmonary embolism (pe) on (B)(6) 2016. The patient was treated by thrombolysis with tissue plasminogen activator (tpa) and direct oral anticoagulant (doac) continuous dosing. After 2 weeks, the user attempted to remove the optease filter, but it failed and the optease had to remain placed eternally. At the beginning of (B)(6), pe reoccurred. The patient was treated by thrombolysis with tpa and the doac. A thrombus was not confirmed on the leg on the CT, and a thrombus was confirmed at the optease upper part. A blood test was performed for the anticoagulant therapy before placing the optease. As a result, no abnormality was confirmed. The patient is being rechecked in another hospital at the moment.